Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with deep vein thrombosis (dvt) and pulmonary embolism (pe) was scheduled for vena cava filter placement. The right femoral vein was cannulated using a modified seldinger technique and an inferior venacavagram was performed. There was no evidence of thrombus in the inferior vena cava. The filter sheath was placed and the filter was successfully deployed below the renal veins without incident. The patient tolerated the procedure well without complications and was hemodynamically stable. Approximately two years eight months post filter deployment, the patient presented with dyspnea and was found to have an elevated d-dimer. The patient was also not anticoagulated at the time of admission. A CT of the chest demonstrated pe in the bilateral lower lobes and in the right upper lobe. The filter was seen with the tip at the level of the renal veins. A bilateral venous duplex demonstrated evidence of an old partially recanalized chronic dvt involving the left posterior tibial vein and popliteal vein. On the right there was suggestion of acute clot that involved the right posterior tibial vein and popliteal vein. The veins were slightly dilated and the clot was homogeneous and not particularly echogenic. It was suspected that this was probably the source of the patient¿s pe. An abdominal x-ray demonstrated the filter superimposed on the upper lumbar spine at l1-l2 with a small component extending to the right at the l1 level possibly entering the renal vein. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately two years eight months post filter deployment, a CT of the chest demonstrated pe in the bilateral lower lobes and in the right upper lobe. The filter was seen with the tip at the level of the renal veins. An abdominal x-ray demonstrated the filter superimposed on the upper lumbar spine at l1-l2 with a small component extending to the right at the l1 level possibly entering the renal vein. Based on the medical records, the investigation is confirmed for material deformation as one limb appeared to extend horizontally. It can also be confirmed that the patient had pe after filter implantation, however the origin of the pe is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. The patient with deep vein thrombosis (dvt) and pulmonary embolism (pe) had a vena cava filter successfully deployed without incident. Approximately two years eight months post filter deployment, the patient presented with dyspnea and imaging demonstrated acute and chronic dvt, bilateral pe and a filter limb possibly entering the renal vein. The patient was placed on full dose anticoagulation. No additional information surrounding this event was provided in the medical records received.